Event description:
Device malfunction: failure to deploy-plunger. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during plunger deployment, resistance was felt and the locator wings would not remain deployed. The device was removed and manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.